Manufacturer narrative:
(B)(6).

Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was being performed. Trans-septal puncture was performed, a watchman access system (was), single curve was positioned, and a 27mm watchman laa closure device and delivery system (wds) were used. The closure device was recaptured three times after unsatisfactory placement. It was then noted that the was was kinked due to excessive torque. The physicians exchanged the was, single curve for a was, double curve and exchanged the 24mm wds for a 27mm wds. Placement was re-attempted, however positioning was still inadequate. Trans-septal puncture was re-performed and the physician switched back to the 24mm wds. Two recaptures were performed and on the third attempt, position, anchor, size, and seal (pass) criteria were met and the closure device was released. A few moments later, the echocardiographer noticed a change in positioning of the closure device and a few moments later it embolized into the left atrium. The physicians attempted to snare the closure device using the was, however were unsuccessful. They exchanged the was for a larger, 22f sheath and successfully removed the closure device. The physicians decided to abort the procedure. The patient remained hemodynamically stable throughout the procedure. Two days later an echocardiogram was performed, the patient was fully recovered and discharged.